Event description:
Port flipped over in patient on two separate occasions, approximately 3 weeks apart. The physician who performed the port placement did not suture port in place. Consultation with the implanting physician confirmed that the ports were not sutured in place. The IFU for the product states: "after confirming catheter patency, secure the port in place to the underlying fascia with 2-0 or 3-0 monofilament non-absorbable suture (e.g. Polypropylene) using the holes provided in the port baseplate."